Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: our investigation of the received article has shown that the instrument is in good condition, but the tip is deformed. A review of the device history record showed that there were no issues during the manufacture. The exact reason for the reported event cannot be determined, but it is likely that an operation and application error may have taken place, as this damage is not from twisting. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a tlif revision procedure (not (B)(4) product being revised). The inner shaft from the t-pal inserter failed to disengage from the implant following implantation. Set screws had to be loosened, distraction applied bilaterally, the distal tip of the implant had to be impacted with a punch and the insertion device disassembled in situ. These actions still did not help disengage the inner shaft so the surgeon ended up having to twist off the inserter and in the process it has been bent. The procedure was delay 10 minutes. No harm to the patient. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.